Event description:
The pt experienced no stimulation sensation. Bipolar electrode impedances involving electrode #0 were all greater than 4000 ohms when tested at an amplitude of 3.5 volts. Therapy amplitude was normally 1.2 volts. The implantable neurostimulator was programmed to use electrodes 1, 2, 5, and 6. The pt felt some jolting during impedance testing. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).